Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 4 months after the dental implant was placed in (B)(6) site 29 in the mouth, the implant had not achieved osseointegration. Clinician reports bone loss, poor bone quality/ quantity and granulated scar tissue. The site was grafted unsuccessfully. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 4 months after the dental implant was placed in ada site 29 in the mouth, the implant had not achieved osseointegration. Clinician reports bone loss, poor bone quality/ quantity and granulated scar tissue. The site was grafted unsuccessfully. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).